Manufacturer narrative:
Report date: 20aug2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips by a customer that the unit had a power supply failure. Patient involvement information is currently unknown but has been requested. There was no report of patient harm.

Manufacturer narrative:
The motor controller (mc) board was returned for failure investigation. The mc board was tested, and the component failure u10 on the motor controller (mc) pcba created the following error codes: 1117-3.3 v failed, 111d-mc pcba adc failed, 111b-35v failed, 1127-ovp circuit failed, and 1118-5v failed.

Manufacturer narrative:
The international service engineer stated that the unit's blower controller was not recognized by the computer. P / n and s / n appear as a line of characters y (yyy¿) and the operating hours are at 0. The unit had multiple error codes (1122 - cbit temp high error blower 1350, 1117 - cbit3_3vfailed 0, 111d - cbit wrap test mtr failed 0 0, 111b - post35vfailed 0,1127 - ovp circuit failed,1118 - post5vfailed 0). These errors were verified to disappear by replacing the motor controller pcba with a test unit. The unit had broken feet on cpu cover tray. Battery exceeds the maximum recommended age of 5 years; its replacement is recommended. Air inlet and cooling filters must be replaced. The international service engineer replaced motor controller pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Although requested, it is still unknown if the device was in patient use when this event occurred. If this information becomes available, a follow-up report will be submitted.